Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported during preparation of the clip delivery system (cds), the clip jumped open while locked when establishing final arm angle/efaa. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip opening and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip opening and clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.